Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the arterial roller pump started pausing and gave a message to service the pump. Then, it ramped up and slowed down until it stopped. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the pt. Clinical review from (B)(6) 2013: this procedure was a heart transplant and the pt was (B)(6). This procedure occurred the evening and early morning of (B)(6) 2013. Cardiopulmonary bypass (cpb) was initiated at 2306 hours and in the first 5 minutes of cpb, the arterial roller pump become very erratic as the pump slowed in speed and increased in speed without the user physically changing the pump speed. A "service pump" message was displayed about 5 minutes into the procedure and the pump was not able to be smoothly controlled. The perfusionist (ccp) informed the cv surgical team of the issues with the arterial pump and the decision was made to wean the patient off cpb in order to change out the roller pump. The pt was weaned from cpb at 2309 hours. The pt was able to be adequately maintained hemodynamically as the heart rhythm and blood pressures were adequate. A back-up roller pump was removed from another system-1 base, and this pump had previously been used as a sucker pump. A 2nd ccp was called-in to the hospital to help with this situation. The back-up pump was connected to the base and the arterial pump tubing boot was loaded into the replacement roller pump. The ccp observed a (?) Mark over the arterial pump icon on the central control monitor (ccm) as this pump was not recognized by the perfusion screen being used for the procedure. She had never re-assigned a pump during cpb and she could not remember the procedure required to do the re-assignment. The v surgical team was not comfortable in using this new arterial pump without safety connections and since the pt remained hemodynamically stable, they were willing to remain off cpb until the pump was able to be re-assigned. The ccp "powered-off" the entire system-1 and re-booted, as she assumed the pumps would be recognized on re-boot. The (?) Marks remained over the arterial pump icon and she realized the pump was not re-assigned and still not connected to the safety systems of the unit. The back-up perfusionist had arrived and they were able to finally re-assign the arterial pump by going to the system tab and re-assign module sub-tab. After the re-assignment, the arterial pump was started and cpb was re-initiated at 2323 hours (14 minutes after cpb was stopped). After arterial flow was re-established, the configured flow sensor (of system-1) was used to fine control the occlusion setting of this replacement pump. The replacement pump was loud and the team waited a few minutes to feel more comfortable that the pump was able to effectively and reliably provide the required arterial flow rates. Another replacement pump was brought into the operating room as a back-up since the replacement pump was noisy. The cv team made the decision, after a few minutes, to begin cooling the pt to 28 degrees c (per normal practice) and to begin the actual surgical repair. A delay of 20 minutes was experienced in actually beginning the surgical procedure.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2013-01057.